Event description:
The surgeon attempted to implant an aq2003v lens inside the pt's eye. The lens was implanted, but had to be removed because the surgeon noticed that the back haptic tore and remained in the cartridge while inserting into the eye.